Event description:
Related manufacturer number: 3008452825-2018-00342, 2182269-2018-00123. During an atrial flutter and fibrillation procedure, a pericardial effusion occurred. Immediately following the second transeptal puncture when the ablation catheter was inserted into the sheath the patient became hypotensive. An echocardiogram revealed a pericardial effusion for which a protamine injection and pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.